Event description:
After 9 months of implantation, this ICD was explanted and returned because during a routine follow-up interrogation it was reported that a message occurred stating, "chargings aborted (>40s): warning." Therefore, the device was explanted in 2005.

Manufacturer narrative:
December 14, 2005 code 2203 (other): a message occurred during a follow-up interrogation stating there was a greater than 40 second charge time. Therefore, the device was explanted. The analysis from the manufacturer is pending. March 3, 2006: code 300 (other): component could not be identified; intermittent event. Note: this device was not included in any field actions or advisories.